Manufacturer narrative:
The alarm trace showed one sample foam detection alarm. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The level 2 calibration signals were below the expected value. Qc was acceptable on the day of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 2 patient samples from 1 patient on a cobas e 801 analytical unit. For sample 1, the initial troponin result was 14.7 pg/ml. The first repeat result was 15.9 pg/ml and the second repeat result was 21.9 pg/ml. The sample was sent to a stat lab to be repeated on an e411 analyzer and the result was 6.87 pg/ml. The sample was then sent to another lab and run on another e411 analyzer and the result was 7.69 pg/ml. For sample 2, the initial troponin result was 15.7 pg/ml. The second repeat result was 33.6 pg/ml and the second repeat result was 18.9 pg/ml. The sample was sent to a stat lab to be repeated twice on an e411 analyzer and the results were 6.03 pg/ml and 8.53 pg/ml. The sample was then sent to another lab and run on another e411 analyzer and the result was 9.16 pg/ml. No questionable results were reported outside of the laboratory. The customer's e801 analyzer serial number is (B)(4) and used troponin reagent lot number 639807. The stat lab e411 analyzer serial number is (B)(4). The troponin lot number used on this analyzer was 634813 and the expiration date is 30-sep-2023.

Manufacturer narrative:
Section a2, date of birth was updated. The field service engineer (fse) completed instrument performance testing with passing results. The fse performed qc and noted issues. The investigation is ongoing.